Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30349531m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After about 30 minutes of mapping by thermocool® smart touch® sf bi-directional navigation catheter in right ventricle (rv), the contact force displayed ¿high¿. After that, blood pressure was dropped. When checked by echo, pericardial effusion had accumulated. Ablation was discontinued, and the procedure was terminated with the patient's hemodynamic stability. The temporary blood pressure dropped to 40/20 mmhg and recovered, and was within the normal blood pressure range. The patient's consciousness is solid, and communication is possible. Pericardiocentesis was performed. The volume of fluid removed was not reported. Noradrenaline was administered for lowering blood pressure. Treated with infusion of 500 ml of soldem. Although the patient was able to communicate, he had vomiting after returned to the hospital ward. Administration of metoclopramide and atropine stabilized vomiting symptoms. After that, there were no noticeable symptoms and there was a tendency for recovery. There was no report of prolonged hospitalization. The physician¿s commented that perhaps the contact force was exerted too much while using this product, causing cardiac tamponade.

Manufacturer narrative:
Per internal review on (B)(6)2020 , it was discovered that a "required intervention" selection in section b2 was mistakenly omitted from the initial report. Correction: since a pericardiocentesis was performed, section b2 of this supplemental report has been updated to "required intervention". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000723534.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10/9/2020. The device evaluation was completed on 10/16/2020. It was reported that a male patient underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. After about 30 minutes of mapping by thermocool® smart touch® sf bi-directional navigation catheter in right ventricle (rv), the contact force displayed ¿high¿. After that, blood pressure was dropped. When checked by echo, pericardial effusion had accumulated. Ablation was discontinued, and the procedure was terminated with the patient's hemodynamic stability. The temporary blood pressure dropped to 40/20 mmhg and recovered, and was within the normal blood pressure range. The patient's consciousness is solid, and communication is possible. Pericardiocentesis was performed. The volume of fluid removed was not reported. Noradrenaline was administered for lowering blood pressure. Treated with infusion of 500 ml of soldem. Although the patient was able to communicate, he had vomiting after returned to the hospital ward. Administration of metoclopramide and atropine stabilized vomiting symptoms. After that, there were no noticeable symptoms and there was a tendency for recovery. There was no report of prolonged hospitalization. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. It was reported the patient is a 71 years-old female patient (50 kg). The event occurred during use of biosense webster products during mapping phase. The physician¿s opinion is that the event is procedure-related. The patient¿s condition has improved. There were no error messages observed on biosense webster equipment during the procedure. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a3. Sex, a4. Weight of the patient and a4. Weight unit if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).